Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the increase in mean gradient pressure. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr) and a mean gradient of 3 mm hg. One mitraclip was implanted reducing mr to grade 1; however, the patient's mean gradient increased to 8 mm hg. The physician considered the mr reduction to be worth the gradient increase. The doctor was not concerned about the gradient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures and appears to be related to patient/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.